Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-02005, 0001822565-2019-02007, 0001822565-2019-02008, 0001822565-2019-02009.

Event description:
Instruments were missing ball bearings and in need of replacement. There was no reported patient involvement and no report the instrument fractured during a procedure. No additional information is available.

Manufacturer narrative:
Visual evaluation confirmed the shim is missing a component as well as exhibits signs of repeated use. DHR was reviewed and no discrepancies were found. Root cause was determined to be associated with the design of the device and was subsequently redesigned. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information received.